Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d9 - device available for evaluation: unknown. Additional information: b5, d9 - date returned to mfg. H3 - device evaluated by mfg.? Devices have been returned, and preliminary evaluation has been performed. However, our investigation is ongoing, and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was initially reported that no device was available for return. Cook received two opened devices without lot number information. Four related incidents of this failure with four different lot numbers were reported by this customer. It is unknown for which manufacturer reference number these two devices of unknown lot numbers belong: this report - 1820334-2025-00443 or related reports 1820334-2025-00440, 1820334-2025-00441, or 1820334-2025-00442.

Event description:
In additional information it was reported that the tip of the catheter did separate inside the patient but was caught successfully with a cook clover snare. The patient did not require an additional procedure or experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information: b5, h6 (annexes e and f). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the black catheter from a liver access and biopsy set was torn. When the metal stiffening cannula was advanced through the black catheter, it "jam[ed]", and the black catheter was cut. As reported, this failure has occurred multiple times in "recent weeks". In the worst cases, a portion of the black catheter can completely shear off. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable. Other incidents of this failure are captured under patient identifiers: (B)(6).

Manufacturer narrative:
D2 - this device as it is not sold in the u.s.; however, this device meets the qualifications for a device that is same/similar to one that is sold in the u.s. The product codes reflect the same/similar device. E1 - customer (person): phone: (B)(6). H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: it was reported that the black catheter from a liver access and biopsy set was torn. When the metal stiffening cannula was advanced through the black catheter, it "jam[ed]", and the black catheter was cut. The wire guide was in place during attempted removal of the straight black catheter. The tip of the catheter separated inside the patient but was caught successfully with a cook clover snare. No portion of the complaint device was retained inside the patient. The procedure was completed with a new biopsy set. The patient did not require an additional procedure or experience any adverse effects due to this occurrence. As reported, this failure has occurred multiple times in "recent weeks". In the worst cases, a portion of the black catheter can completely shear off. The patient¿s had different anatomies but there were ¿no difficult probings¿. Other incidents of this failure are captured under MFR reference #s: (B)(4). Reviews of documentation including the complaint history, device history record (DHR), quality control, specifications, and instructions for use (IFU), as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. One used torn catheter, one used separated catheter and four unused/sealed devices were returned to cook for evaluation. No lot information was provided for the returned, used catheters. This investigation will capture the used, torn catheter. Visual inspection confirmed the black catheter was torn near the distal tip. No damage to the needle was noted. The outer diameter of the black catheter and the inner diameter of the stiffening cannula were measured and confirmed to be within specification. The four unused devices are captured under MFR reference # (B)(4). The used, separated catheter is captured under MFR reference # (B)(4). Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A complaint history search identified one additional complaint on the reported lot for an unrelated failure mode. Based on the available information, there is no indication the complaint device was manufactured out of specification and there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU, [t_labs_rev7] ¿liver access and biopsy set¿, supplied with the device states the following in consideration of the reported failure mode: ¿instructions for use -using a selective catheter and wire guide of choice, catheterize the right hepatic vein or an appropriate alternative hepatic vein branch. Leave the wire in a safe, distal position, and remove the catheter. Caution: to prevent cardiac arrhythmias, continuous cardiac monitoring is recommended while negotiating past the right atrium. -introduce and advance the transjugular introducer sheath and stiffening cannula over the wire guide into the selective hepatic vein. When introducing these components as a preassembled set, the included straight catheter may be used to facilitate introduction. Once the set is positioned within the hepatic vein, the straight catheter should be removed. Note: care should be taken to prevent damage to the straight catheter during removal through the metal stiffening cannula. Leaving a wire guide through the straight catheter during removal may aid in preventing catheter damage.¿ based on the available information, inspection of the returned device, and the results of the investigation, cook concluded the cause of event to be component failure unrelated to manufacturing or design deficiencies. The IFU states care should be taken when removing the black catheter through the stiffening cannula. It is possible that as the catheter was being removed, it became caught and then was sheared by distal tip of the metal cannula. However, this cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
In additional information received (B)(6) 2025, it was reported that the guide wire was in place during attempted removal of the straight black catheter. No tortuous anatomy or difficulty with advancement was noted. No portion of the complaint device was retained inside the patient. The procedure was completed with a new biopsy set.

Manufacturer narrative:
Additional information: b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.